Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that prior ti cardiopulmonary bypass surgery, during setup, the purge line connector broke after tapping the unit to remove air. No pt involvement as this occurred during set up. The product was changed out. The surgery was completed successfully.